Manufacturer narrative:
The received device had the cannula assembly fully deployed. The soft cannula measured the correct full length according to specification and did not appear damaged. Inspection of the needle mechanism found no damages or deficiencies that would result in the cannula becoming dislodged. A root cause for the reported dislodged cannula could not be determined. The exposed portion of the soft cannula did not appear to be kinked. Fluid did not flow freely through the complete fluid path. A leak test was done to determine if there were any external or internal tears or leaks in the fluid path. An external tear was found in the soft cannula. It could not be determined when this damage occurred. The download data contained no timeouts, drive stalls, or hazard alarms, indicating pod had no struggle in delivering insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site and was bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 400 mg/dl. The pod was worn between 36 and 48 hours on the arm. It was noted that the cannula dislodged from the site and was bent. Hyperglycemia treated with a new pod.